Manufacturer narrative:
Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was believed to have had a stroke. The patient had syncopal episodes, disorientation, and limitations on the right side of the body. The CT scan of the head did not show any new infarcts or changes. The patient was discharged and provided physical therapy and occupational therapy as an outpatient. No further information was provided.

Manufacturer narrative:
The device remains in use. A direct relationship between the device and the reported event could not be determined. The system controller event log file contained no external power event occurring on 11jul2018. The remainder of the file was unremarkable. The pump appeared to function as intended. Stroke, bleeding, and dizziness/syncope are listed in the heartmate 3 instructions for use (IFU) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The heartmate 3 IFU also contains an alarms and troubleshooting section which describes all alarm conditions, including no external power alarms, as well as the appropriate actions to resolve each alarm. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Multiple CT head scans were done; all were inconclusive. Nuero assessment diagnosed stroke as a cardioembolic stroke. The cause of stroke was undetermined. Patient's inr was 2.3 on admission. No additional information was provided.